Manufacturer narrative:
The patient in the pacu required support with breathing. The peeps' inability to dial into the appropriate setting would cause the neonates oxygen saturation to drop. This delayed therapy and caused the neonate to be put on a ventilator. The complaint of " the peep on the manometer wasn't working correctly." Regarding part (B)(6) was not confirmed. The root cause was not determined since the issue described by the customer could not be replicated during functional testing. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The peep on the manometer wasn't working correctly. The patient was put on a vent.

Manufacturer narrative:
The patient in the pacu required support with breathing. The peeps' inability to dial into the appropriate setting would cause the neonates oxygen saturation to drop. This delayed therapy and caused the neonate to be put on a ventilator.

Event description:
The peep on the manometer wasn't working correctly. The patient was put on a vent.